Event description:
The handheld vns computer and flashcard were returned to the manufacturer for analysis on (B)(6) 2013. No anomalies associated with the handheld computer were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications.

Event description:
On (B)(6) 2013, it was reported that a frozen screen on a handheld device was seen during interrogation. A hard reset was performed but this did not resolve the issue. The wand battery was also changed but did not resolve the problem. The device has not been returned to date.